Event description:
Pt (repeat pt) was affected with phlebitis (swelling/redness) after the PICC was placed. Medical intervention was removal of the PICC line after insertion. Date of insertion (B)(6) 2014 and date of phlebitis was (B)(6) 2014.

Manufacturer narrative:
The sample was not returned for eval. The device history record showed that the prod was mfg according to spec and documented procedures. No abnormalities were noted. All endotoxin test results and sterilization records for this lot were reviewed and were within spec. Catheters are also 100 percent inspected during various stages in the mfg process. Based on the info available, the exact root cause could not be determined.